Manufacturer narrative:
Follow-up # 1 date of submission 08/09/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: a visual examination of the pump identified no damage to the keypad cover. During testing, the ok keypad button elicited an intermittent response. All other buttons responded properly. The keypad cover was removed and contamination was found under the ok and contrast button contacts. Unrelated to the complaint, the audio bolus button cover was found to be detached from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up, down, and ok buttons were intermittently unresponsive and required multiple hard presses to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.